Event description:
An aortic device was explanted and replaced due to a suspected leaflet immobility. Proper valve function was not verified at the time of implant. It was replaced with another device.